Manufacturer narrative:
During failure analysis, the customer's complaint was duplicated; the device overheated during testing. Upon further investigation, a damaged rotor, spindle housing and core drive shaft assembly were noted. Corrosion damaged to the motor was identified as the probable cause of the failure. The presence of corrosion between moving parts can lead to increased friction which can lead to increased heat product. Corrosion damage is known to occur over time with repeated autoclave cycles. The damaged parts were replaced preventive maintenance done and the device was repaired and returned to the customer.

Event description:
The stryker core impaction drill was sent in for eval because it was overheating during a procedure. Another device was used to complete the procedure; no adverse event was associated with the device.